Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was received and analyzed. No anomalies were found. The defib conductor was distorted; conductor wear on proximal conductor; there was blood/body fluid on outer tubing overlay and in/on the helix/lobe mechanism; the outer tubing overlay was melted, breached cut, had a cosmetic depression and cosmetic environmental stress cracking; outer insulation had cosmetic depression. Apparent explant damage.

Event description:
It was reported that the lead was damaged during an extraction procedure of another lead and had to be replaced. No patient complications were reported as a result of this event.